Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported while extubating the patient, the screen of the device froze and none of the buttons would respond. There was no patient injury reported.

Manufacturer narrative:
The investigation was performed based on the initial provided information as the logs could not be pulled on-site and as the replaced mobi (monitor control panel) pcb was not made available by the customer. Reportedly, replacement of the mobi pcb has solved the reported symptom. As on the mobi the ventilation mode, the ventilation and anesthesia parameters are displayed and also limit and target values are specified it could be comprehended that a non-functional mobi pcb has caused the reported symptom. A display freeze (caused by an issue with the mobi pcb) during automatic ventilation will lead to a loss of automatic ventilation, integrated monitoring and optical alarms. In this case after 15 seconds an alarm tone lasting 30 seconds will be posted by the power supply due to the stopped communication between mobi and power supply. Manual ventilation remains possible in this case. After replacement of the mobi pcb the device was successfully tested and was returned to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.